Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that almost 1 month after the dental implant was installed in intraoral region #7, it was verified its non- osseointegration . Implant was immediately carried out, 32 ncm of primary stability was achieved and immediate load was not executed. Patient presented insufficient bone quality/quantity (bone type ii) and bone graft was executed.